Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 100mg/dl fasting. Verified the strips expire (B)(6) 2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Foreign material in strip connector holding. The most likely underlying root cause of this malfunction was identified as a strip issue. Additional product codes added.

Event description:
Consumer complaint of blood result reading of "lo". Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 100mg/dl fasting. Verified the strips expire 03/19/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo fasting. Reviewed meter memory: (B)(6). No adverse event reported.